Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, s233 malfunction alarm codes were noted in the device history. The probable cause was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, a s233 (over temperature-psc) malfunction alarm code was noted in the device history. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.